Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10065. It was reported the patient is no longer receiving effective stimulation and is requesting to have here scs system removed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.